Event description:
Evaluation summary: the device was received by medtronic for evaluation. The balloon showed normal folds in the balloon. The guide wire exit port showed signs of damage. The port appeared stretched in a direction perpendicular to the axis of the catheter. The luer strain relief is bent. Visual inspection confirmed the stretching damage to the top of the exchange joint/wire entry port.

Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 15mm, diameter 3.0mm was used to treat a lesion in a patient. It was reported that resistance was experienced during removal of the delivery system, after stent deployment. The target lesion was located at the distal svg to rca and exhibited 90 percent stenosis proximal to anastamosis. The guide and wire were placed with no difficulties. The lesion was predilated with a 2.5 x 15mm balloon for 3 inflations with no issues noted. The endeavor was advanced and deployed at 9atm for 15 seconds with no issues. After deployment the balloon was fully deflated and an attempt was made to pull out the delivery system. 'Sticking' with resistance was noted. The guide and delivery system were then pulled and the physician reported that the device popped back. It was reported that negative pressure was held prior to and during retraction. The procedural wire had been used once prior to use with the complaint device. No resistance was noted between the delivery system and the guidewire during delivery or removal of the device. It was reported that no contrast was visible in the balloon prior to retraction. The delivery system balloon could not be re-advanced to the lesion. A post-dilation balloon was used with no issues. The patient was fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: caused by another device/drug (removal difficulties caused by guidewire interaction with guide catheter). Conclusion: another device caused failure (removal difficulties caused by guidewire interaction with guide catheter). No device failure.

Manufacturer narrative:
(B)(4). Results: (root cause of removal difficulties unknown).